Manufacturer narrative:
Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer reported the spring arm detached from the central axis but did not fall down. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
Customer reported the spring arm detached from the central axis but did not fall down. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Incorrect model, serial and UDI information provided in final report. Updated report to include correct information. The field service of baxter performed an onsite investigation at the hospital. The failure "spring arm detached" could confirmed during the inspection. The spring arm has slipped approximately 1 inch from the central axis. The technician found that the spring arm's retaining ring had come loose. According to the inspection, the retaining ring was still in good condition and had no defects. No service or maintenance records were found in the product history, other than the reported incident. An installation error or inadequate maintenance of the retaining ring spring arm are the most likely causes. The spring arm was reassembled and the retaining ring checked for correct seating. Based on this, not further actions are necessary.

Event description:
Customer reported the spring arm detached from the central axis but did not fall down. No harm or significant impact to the procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "spring arm detached" could confirmed during the inspection. The spring arm has slipped approximately 1 inch from the central axis. The technician found that the spring arm's retaining ring had come loose. According to the inspection, the retaining ring was still in good condition and had no defects. No service or maintenance records were found in the product history, other than the reported incident. An installation error or inadequate maintenance of the retaining ring spring arm are the most likely causes. The spring arm was reassembled and the retaining ring checked for correct seating. Based on this, not further actions are necessary.